Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had an infection on their device. The device was explanted and replaced. Patient was stable prior to procedure and after.